Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown if the trial was initiated. It was reported that the patient was not feeling any stimulation and after the surgery the patient got diarrhea and vomiting and cannot breathe. Caller said the device was not working and the patient wants to have it removed by monday. The patient was redirected to their healthcare provider to further address the issue. The patient was warm transferred from customer support. Patient was not able to hear agent. Tried both phone numbers. Patient said they would call back. Additional information was received from a manufacturing representative (rep). They reported that they were unfamiliar with the patient but they would reach out with the patient and their team to work on that. Additional information was received on 2024-dec-02. It was reported that it was unknown if the device/therapy/procedure was the causal or contributory with respect to the cannot breathe. It was unknown if it was caused by normal battery depletion. The cause of the device not working determined was unknown. The issue was not resolved. The cause of the not feeling the stimulation determined was unknown. The steps taken to resolve the issue was that the rep attempted to contact patient directly. The issue was not resolved and the patient was unresponsive to outreach attempts.